Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer found that the bins behind the door were out of place and were putting enough pressure on the door to prevent the latch from releasing, held the door in while recovering it and released it after hearing the solenoid click. The door opened and moved the bins back into place, explained to the customer how to clear this error. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was failed and would not open. The customer stated that they tried to recover storage space, but the door was physically jammed and appeared that the latch would not release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.